Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a broken sensor wire. Upon sensor removal, the sensor wire broke and remained in the skin. The patient went to the emergency room (ER) and had minor surgery with local topical anesthetic spray and had the sensor wire successfully removed from the skin. The patient was discharged home on the same day and was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.